Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding updates. Additionally, d8 (was this device serviced by a third party?) Was updated to yes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. During the device inspection, it was observed that third part repair of the power button was attempted, a non-conforming item was attached to the end of switch bracket, shorting the circuit, causing the unit to permanently stay on. Additionally, the locking lever was missing. Issue 1 (power button stuck on) - based on the results of the investigation, it is likely that the third-party repair/non-confirming item attached to the end of the switch bracket caused the malfunction. Issue 2 (missing locking lever) - based on the results of the investigation, it is likely that application of external force caused the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found that the power button was not working and was stuck. It was confirmed that the reportable malfunction was due to a faulty switch. It was also found that the locking lever was gone. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center exhibited a malfunctioning locking lever and the power button was not working. There were no reports of patient involvement.